Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer was not aware of when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The insertion section was wiped. Water was aspirated through the instrument/suction channel. There were no abnormalities with accessories used for reprocessing. The air/water channel was flushed with air and water. The external surface of the endoscope was wiped with lint free cloths, brushes or sponge. The channels were brushed and flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and play of the up/down knob was out of standard value. Adhesive on bending section cover was chipped and had white clouded area. There were scratches throughout the device. The adhesive around the objective lens was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using an evis lucera colonovideoscope, there was a foreign object detected inside of the scope. The event occurred during reprocessing. The foreign matter came out of the endoscope when it was being cleaned in the sink, so the cleaning staff thought it might be a part of the endoscope and requested an inspection. The inspection was completed without any findings. Since there was no leakage, the device was washed and disinfected with end cleanse neo. The intended procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed to be talc (magnesium silicate) and acrylic resin - however, what they were derived from was unable to be specified, but it was considered that the foreign material was derived from other devices in the facility environment, and not from the endoscope as suggested by the facility. Moreover, no deformation of the air/water nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is considered that the foreign material was not derived from the subject device but other devices in the facility environment. It is therefore suggested that the user investigate the facility environment as needed. Olympus will continue to monitor field performance for this device.